Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the ER after feeling a vibratory notifier. It was noted that the pacing lead impedance (pli) for the atrial and ventricular lead had gone high and out of range. Subsequent retesting of the pli showed varying numbers. Intermittent lead noise and oversensing of p-waves was also noted on the ventricular channel. Physician decided to replace the rv lead. Externalized conductors were observed during preoperative lead scan. Rv lead was capped and replaced on (B)(6) 2017 due to sensing anomaly. The patient was fine in the recovery room.